Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon further evaluation, it was found that this device was not a contributing factor to the reported event due to the stem is the only one that undergoes subsidence.

Event description:
It was reported that a patient underwent a revision approximately 15 years post implantation due to pain and subsidence over time. However, upon further evaluation it was found that this device was not a contributing factor to the reported event as the stem is the only product that underwent subsidence.

Manufacturer narrative:
(B)(6). G2: report source australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: -mdr347651 -mdr347654 -mdr347655.

Event description:
It was reported that a patient underwent a revision approximately 15 years post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5, b7, g3, h2, h6, h10.

Event description:
It was reported that a patient underwent a revision approximately 15 years post implantation due to pain and subsidence over time. Attempts have been made and additional information on the reported event is unavailable at this time.